Event description:
Vague report was received stating overinfusion occurred during pt use. It was reported that 100ml of medication was infused to the pt for 29 hours, and the infusion was complete 20 hours earlier than expected. Device contained 95ml bupivacaine hydrochloride, 3ml buprenorphine hydrochloride, and 2ml of droperidol for a total volume of 100ml. No customer reports of pt injury or medical intervention were reported to have occurred.